Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was 50 mg/dl. The patient did not check a bg or calibrate the cgm at that time. The patient was sweaty and took sugar, ate candy and drank juice. He then passed out at around 7:00 pm. The patient lives alone so no one assisted him. According to the patient, he believes that he had been unconscious for about an hour and gained consciousness due to the sugar, candy and juice he had taken previously. He did not call for assistance or go to a hospital/urgent care. When he gained consciousness, the bg was about 50 points higher than his cgm reading of 50 mg/dl. He was able to do calibrations at that time. During the time of the report, the patient reported that he was able to do calibration. His cgm reading was 204 mg/dl while the fingerstick he took said his bg reading was 184 mg/dl at the time of the report. At the time of the report, the patient as doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient ate and drank. When the patient regained consciousness, the patient checked her blood glucose and the single reported glucose value and range provided for the second value of the set falls within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test performed and passed. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.